Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided for review. The investigation is confirmed for unintended movement and perforation. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced unintended movement and patient device interaction problem. This information was received from one source. The event involved a patient with no known impact to the patient. The weight of (B)(6) year old female patient was not provided.